Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: b i71000166, serial/lot #: unavailable. Report source: foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and all the door switch sensors were checked for continuity test. Once all wires from the door switch sensors were re-connected the system started to report proper state. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a warning message "door open" when gantry door is closed. No patient was present at the time of the event.